Event description:
It was reported that the implant was broken when the angle was being adjusted. The surgeon was performing a arthroplasty shoulder procedure. A backup device was used to complete the surgery. No patient harm was reported.

Manufacturer narrative:
The product was returned for evaluation. Visual inspection shows a broken anchor body just above the second barb at the eyelet hole. Audible click is heard with advancement. The device complaint states that the anchor broke while adjusting the angle. The inner shaft tip has been bent off axis. This confirms loss of maintaining axial alignment during insertion. This put force on the outer anchor from within. No related observations were reported during the manufacturing run of this product. No root cause related to the manufacturing of this device can be confirmed.